Event description:
Caller reported aviva blood glucose results of 40 mg/dl, 36 mg/dl, and 190 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
This is a spontaneous report received from the (B)(6) to baxter (B)(4). Reportedly, on unspecified date, the patient (B)(6) has connection issues with (B)(4) homechoice auto pdset 8-prong cassette ((B)(4)). During the priming phase, the liquid begins to pass through the line, it is disconnected from the bag and the liquid leak on the floor. Sample not available. This is report 1 of 3.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.